Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting during priming, alarms were not loud as it was to be. The customer¿s blood glucose level unknown at the time of the incident. The customer also stated that insulin pump had reject new battery, buttons were harder to push, screen was scratched. The insulin pump will not be returned for analysis.